Manufacturer narrative:
The account confirmed that the patient fell on (B)(6) and suffered a head laceration. Then had an emergency craniotomy surgery that evening. The patient expired on (B)(6). The patient was deemed high fall risk. The patient's fall was un-witnessed. The bed was thoroughly tested by a hill-rom tsr and the hospital staff. The account confirmed they found no malfunction with the bed and did not believe it contributed to the patient expiring. The patient expired as a result of the injury. There was no evidence of a malfunction and the device performed as intended. Hill-rom is filing this based on a conservative approach due to the outcome of the patient.

Event description:
Hill-rom received a report from the account stating the patient exited the bed and fell. The bed was located at the account in telemetry. The patient expired on (B)(6) 2014. This report was filed on our complaint handling system as complaint #(B)(4).